Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, the vibratory notifier was unable to be felt or heard during testing despite having strong telemetry and a battery life of 3.7-4.4 years remaining. No action was performed. The device remains implanted. The patient was stable before, during, and after the device interrogation and will continue with regular in-clinic and remote follow-up.